Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history was not performed as there was no device related issue reported. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system gen 4, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on all available information, the poor visualization issue was due to challenging patient anatomy. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. The reported patient effect of tissue damage appears to be due to procedural circumstances. Additionally, the reported patient effect of tissue damage is listed in the eifu, mitraclip gen 4, (IFU), as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed on the second clip to report the new flail/torn chordae that was noted after removal. It was reported that this was a mitraclip procedure to treat grade 4 mitral regurgitation (mr). One mitraclip was implanted reducing mr to grade 1. The procedure continued to treat the tricuspid valve off label with the mitraclip for grade 5 tricuspid regurgitation (tr). One mitraclip was implanted on the tricuspid valve. After clip deployment, the septal leaflet was no longer inside the mitraclip resulting in a single leaflet device attachment (slda). A second mitraclip was advanced to the tricuspid valve to stabilize the first, but the second clip was not implanted due to the difficult imaging caused by the patient anatomy. After the undeployed second clip was retracted from the right ventricle to the right atrium, a new torn chord/flail was noted. The second clip was thought to have interacted with chordae resulting in the new flail, but the tr grade was not impacted as it remained grade 5. The procedure was completed. There was no additional information provided.